Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a post implant follow up, an x-ray confirmed the atrial lead was dislodged. On (B)(6) 2014 the lead was explanted. The atrial port on the pulse generator was plugged and the device was reprogrammed. The patient would be monitored.